Manufacturer narrative:
Concomitant products: biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine years post initial right tha, this 66 y/o male patient had a revision due to significant wear of g2 36mm gxl novation liner. Patient was revised to 36mm option head/+0 sleeve and g2 36mm gxe novation liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
After further review of additional information. (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis significant edge loading of the femoral head is confirmed radiographically and on the photograph of the acetabular liner, the patient is noted to have undergone an anterior approach on the index surgery, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue.